Event description:
It was reported that five mins after a pump refill the pt stopped breathing. The pt was also shaking and disoriented. The pt was hospitalized and his symptoms were treated. The report indicated that the hcp (health care professional) at the hospital felt that it was a morphine overdose. It was also reported that the pump was flipped. The pump was used to deliver morphine and bupivicaine; concentration and dosages were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.